Event description:
The customer contact reported a disconnection. The tubing set was being used to deliver an unspecified volume of lactated ringers. After an unspecified length of time, it was reported that the patient called the nurse into the room because the tubing set disconnected from the IV access port closest to the patient. It was reported that approximately 20ml of blood loss occurred. There were no reported adverse patient effects and no delay in therapy critical to the patient. No medical interventions were reported. No additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.